Event description:
Medtronic received information that one year following implant, chest x-ray and fluoroscopy confirmed the presence of 6 stent fractures (type 2) with some loss of stent integrity and narrowing of the valve. The patient will continue to be monitored and the valve remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
Analysis: the device remains implanted and therefore, has not been returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the patient has since been followed for melody valve stent fractures. Due to the stent fractures, stenosis, as well as a mild amount of gradient, peak gradient 46 mmhg and mean gradient 25 mmhg, the physician felt that the patient would benefit from removal of the melody valve and placement of a new rv-to-pa conduit. No adverse patient effects have been reported, the valve is expected to be returned for analysis. Product analysis: the valve appeared to have been deployed within three bare metal stents that remained intact. All leaflets appeared slightly stiff but flexible. All leaflets appeared intact. All commissures appeared intact. Pannus appeared to line the inflow and outflow of the native pulmonary conduit. Radiography showed no evidence of mineralization in the valve. Stent fractures cannot be determined due to the intertwining of stents. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. A conclusion on the stent fractures could not be determined due to the fact that the stents were intertwined. (B)(4).